Event description:
Procedure: thoracoscopy. Reportedly, approx 2 days after the original procedure, under routine x-ray examination, a particle was seen in the thoracic cavity. Approx, 7 days after original procedure, the pt was returned to surgeon to remove a piece of the cannula that was left in the cavity at the time of the original procedure.